Event description:
The customer observed biased mag hdcl results for qc fluids on the vitros 250 analyzer. No pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.